Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. A 7x80, 130 cm eluvia drug-eluting vascular stent system was deployed and it was noticed that the edge of the stent was lifted. A 6.0mm x 20mm x 135cm sterling balloon catheter was then advanced to expand the eluvia stent. However, during the initial inflation at 4 atmospheres for 5 seconds, the balloon ruptured. The device was removed and replaced with another 6.0mm x 40mm x 135cm sterling balloon catheter which also ruptured during the initial inflation at 4 atmospheres for 5 seconds. The device was removed and the procedure was completed with implantation of an additional 7x40 eluvia stent. There were no patient complications nor injuries reported. The patient condition was good.

Manufacturer narrative:
(B)(6).